Event description:
Related manufacturer reference number:2938836-2019-16875.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, device interrogation revealed high threshold on rv lead. Programming changes were made. Patient did not have any adverse consequences.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that when the patient presented for follow up in clinic, high threshold was noted on the right ventricular(rv) lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.